Event description:
Pyxis a-sys 3500 malfunctioned on two separate machines and occasions in 2008. On a-sys "locked-up" causing the user to have no access to controlled substances, but access to non-controls were not affected. The machine had to be powered down and rebooted as soon as the surgical case was complete. This was the first case of the day in this or, and it was an emergency appendectomy. The second instance, the machine in a separate or shut down the application and went to a "windows desktop" screen. The access to controlled substances was unavailable during a time when the access was needed. This could have potentially caused a problem during this anesthetic. Another anesthesia provider was called to get needed controlled substances. After the case was done, the sys was powered down and rebooted which returned functioning to normal.